Event description:
Information was received from a patient's representative regarding an external device. The reason for call was due to external device issues. Pt rep reported the pt has been experiencing issues with getting the recharger telemetry module (rtm) to charge the ins. Pt rep stated that the cord going into the paddle is getting warm, adding the pt thinks the rtm cord going into the paddle is getting hot. Pt rep noted that the that the pt is "sensitive" where the implant is located (there was no further clarification.) Pt rep stated that they were currently charging the ins and the ins battery was at 30%. Pt rep stated that the signal sometimes shows that the rtm doesn't have "good alignment" or "can't find the device". Pt rep added they have also worked through the passive recharge mode screens. Pt rep reported that since 2020 they have had to reset the controller so that the pt can adjust the stimulation intensity. A replacement rtm was sent out. No symptoms were reported. Additional information was reported from the consumer. They stated that they just swapped out the antenna. They received the new rtm cord but the now the controller does not recognize the rtm is plugged in so now the patient cannot charge her ins battery. When they plug the new rtm cord into the controller it does not recognize that the rtm is plugged in and it does not initiate a charge. The caller tried to disconnect the rtm cord and plug it back in but that did not resolve the issue. The issue was not resolved through troubleshooting. They sent a request for a new controller.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger; product ID: 97745, serial#: (B)(6), product type: programmer. Patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a recharge antenna failure; the "no device found" screen was noted. The device was failed at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.